Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that it did not cut skin to the correct width during surgery. There was no harm but a short delay to obtain another instrument. It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined hesitation causing incorrect skin cutting. The motor, 1-inch width plate, and throttle lever were replaced and resolved the reported issue. DHR review. Complaint history search results as applicable. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.